Event description:
Dealer stated that she has a spj+ joystick that was just replaced and that it is intermittently turning on and off. Note the serial number provided does not have an spj + style joystick, but dealer hung up before it could be confirmed.